Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2267 (indicating air in the set) with the homechoice (hc) machine during fill 4 of 5. The home patient (hp) would end therapy and complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(4) 2010. The hp did not know about the incident. The hp stated, she uses the cycler and sets it up herself, but was very confused and did not know the lot number or if she was using the same box of cassettes. The hp stated, she discards her supplies after every therapy. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(4) 2010. The pd rn stated, the hp did not report the incident. The pd rn stated, the hp knows the proper procedures and did not know how the air got into the line. The pd rn stated, the hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). Per the sample availability question in the system error 2240 call script, the patient discarded the sample. On (B)(4) 2010, the hp confirmed the device was discarded and no companion sample was available.